Event description:
The facility reports that the pt was being lifted in a sling from the bed with one "carer" in attendance. Pt's right knee gave way, which caused them to fall and suffer a fracture to their arm.